Event description:
It was reported to boston scientific corporation that an alliance ii inflation syringe was attempted to be used in the duodenal papilla during an endoscopic papillary dilatation balloon (epbd) procedure performed on (B)(6) 2025. During the procedure, when attempting to perform dilation of the papilla using an alliance syringe, the gauge on the alliance syringe was found to be rusty. They are concerned about the accuracy of pressure measurement. The procedure was completed with another alliance ii inflation syringe. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0902 captures the reportable event of gauge reading inaccurate. Imdrf device code a180104 captures the reportable event of foreign material present (rust).